Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose, vomiting and ketones. The reported blood glucose reading was 201 mg/dl during the phone call. There were thirty five no delivery alarms in the alarm history and the customer's mother stated that the customer did not change the infusion set when he got the alarms. The daily totals were also checked and they were five units of short of where they should have been. The prime test was performed twice and the customer's mother stated that no insulin came through.